Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found the cartridge needed to be replaced due to wear.

Event description:
In this event it was reported that an x-smart plus contra angle won't hold files; no injury resulted, the issue has been discovered before use.